Manufacturer narrative:
H3: device eval by manufacturer: the device was not returned for analysis. Procedural imaging was provided to assist in the investigation and was reviewed by a boston scientific quality engineer. A single, 25-second-long movie file was provided with this complaint. The file shows the withdrawal of the lotus edge valve device through the isleeve introducer sheath without issue post lotus edge valve release. The complaint event of difficulty advancing the lotus edge valve into the introducer sheath cannot be confirmed from this file.

Event description:
Reportable based on additional information received 13 august, 2020. It was reported that difficulty inserting into the introducer sheath occurred. Vascular access was obtained via the left femoral artery. A 15f isleeve introducer sheath was inserted and resistance was felt when advancing a 27mm lotus edge valve system through the isleeve introducer sheath. A left femoral artery occlusion occurred after sheath removal. The occlusion was opened with a stent and blood flow was restored. The patient status is fine. Additional information received indicated post procedure, new pathological q-wave or left bundle branch block (lbbb) occurred. It was further reported that on (B)(6) 2020 the patient developed a transient ischemic attack.

Event description:
Reportable based on additional information received 13 august, 2020. It was reported that difficulty inserting into the introducer sheath occurred. Vascular access was obtained via the left femoral artery. A 15f isleeve introducer sheath was inserted and resistance was felt when advancing a 27mm lotus edge valve system through the isleeve introducer sheath. A left femoral artery occlusion occurred after sheath removal. The occlusion was opened with a stent and blood flow was restored. The patient status is fine. Additional information received indicated post procedure, new pathological q-wave or left bundle branch block (lbbb) occurred.